Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery intermittently despite a complete set change. Customer mentioned that motor error alarm followed the no delivery alarm. Customer also mentioned that they experienced high blood glucose readings of 444 mg/dl when the incident began and their blood glucose reading is now over 600 mg/dl. Customer has treated the blood glucose readings with a manual injection. Troubleshooting was performed and the drive support cap appeared to be normal. Customer was able to complete the rewind sequence. Displacement test and manual prime were successful and the motor error alarm did not reoccur. Customer was advised to monitor the insulin pump and no device is being returned.